Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient had lost stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was reportedly doing well postoperatively.